Manufacturer narrative:
Device evaluation: one cadd legacy 1 pump was returned for analysis. Visual inspection performed, and product found with good with scratched screen. Investigation unable to download event history log. According to the investigation, the device displayed ec1320 during investigation which is an issue with the software. Investigator's reinstall the pump software. The investigation reported that no issues were found with the shorting pin, however, the rdc connector will be replaced as a preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump exhibited lec 1320 alarm and shorting pin. No patient involvement reported.